Event description:
It was reported by a company representative that customer reported some problems related to breakage of head of the screws and difficulty in turning.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could not be confirmed because the complained devices were not returned and no further information was provided. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, possible root causes for the reported event are the following: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole; incorrectly selected assembled implant/ instrument; insufficient/too high bone quality; wrong/ missing information; reuse of single-use devices; implant/instrument mix-up; wrong/ missing functionality check; improper implant placement (e.g. Arch bar, screw...); too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage); usage of self-tapping screw without pilot hole/ bone screw without tapping; too much/ wrong compression/ torsional/ axial forces; improper blade disengaging; collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Device was discarded by customer.

Event description:
It was reported by a company representative that customer reported some problems related to breakage of head of the screws and difficulty in turning.